Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump was received with a cracked case at the display window corners, broken reservoir tube lip and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the buttons were not responding properly. The insulin pump alarmed for a weak battery and battery out limit. The blood glucose reading was 107 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.